Event description:
The physician was intending to perform a band litigation with a multi band laigator. During insertion of the endoscope the barrel of the device would not pass through an esophageal stricture. The physician continued to thrust the endoscope forward when the barrel dislodged from the tip of the endoscope. An unsuccessful attempt to remove the barrel was made by pulling the strings of the multi band ligator. Subsequently, rat tooth forceps were used to retrieve the barrel. The pt is in satisfactory condition.